Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: can you please explain what is meant by ¿the knife would move forward the device was not fired.¿? Sorry for the confusion. The knife would move forward though the device was not fired. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No further information is available. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? No further information is available. Did the device deliver any staples? No further information is available. If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete? No further information is available. Did the device cut? No further information is available. If yes, was the cut line complete? In addition, can you please explain what is meant by ¿the trigger lock was not locked when the closing lever was grasped¿? The small red firing trigger lock was not locked when the closing lever was grasped. Are you referring to the small red firing trigger lock? Yes. Can you please provide more details regarding this issue? No further information is available.

Event description:
It was reported that during an open total gastrectomy, the jaws did not open when the device clamped the target tissue and was adjusted for the 3rd firing. The surgeon felt that the knife would move forward the device was not fired. The manual override lever was used to release the device. A nurse commented that the trigger lock was not locked when the closing lever was grasped. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Batch # r59781. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.